Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was noted that the helix was slightly protruded from the lead tip. The physician attempted to withdraw the helix, but the helix did not return completely into the lead tip. The physician elected to implant a different lead instead. There were no complications for the patient.